Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt was implanted with a stimulator in 2006, and the stimulator was replaced 3 years later because of normal battery depletion. Two years after the replacement, the new stimulator switched off after about 30 minutes of stimulation. The stimulator was turned back on and the stimulation stopped after about 30 minutes again. The new stimulator was replaced, and there was no pt injury or death. The pt's outcome was "ok". Additional info has been requested, a follow-up report will be sent if additional info becomes available.